Event description:
It was reported that a spectrum iq pump under infused. The 50mcg esmolol infusion was started at 19:59. By 22:22 the drip rate was titrated up to 300mcg and the patient¿s heart rate was ¿unchanged from before initiation of medication.¿ additionally, reportedly the solution bag ¿should have been close to empty;¿ however, was ¿found to be approximately two thirds full.¿ the tubing was disconnected from the patient line and no fluid was noted dripping from the chamber nor was any fluid moving in the line. The tubing was removed from the pump and reinserted; hereafter, the solution was properly flowing. Once the infusion was running again there was a ¿noticeable change in patient's heart rate.¿ no further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2025-01690. All information can be found under manufacturer report number 1314492-2025-01690. Should additional relevant information become available, a supplemental report will be submitted.